Manufacturer narrative:
The insulin pump was received with an unexpected white flashing display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify critical pump error open book image alarm due to display anomaly. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose was in the 350 mg/dl and 450 mg/dl ranges on saturday. The patient had treated via manual insulin injection. Additionally, the insulin pump had alarmed critical pump error. The patient's blood glucose at the time of incident was 220 mg/dl. During troubleshooting the customer verified that the insulin pump had a critical pump error image on the screen. The insulin pump will be returned for analysis.